Event description:
Complainant alleged that during a shift check by a clinician, the device displayed a "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.